Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013: the patient presented with preoperative diagnosis of phimosis with meatal stenosis and inability to place foley catheter and underwent urethral dilation with placement of foley catheter. (B)(6) 2013: the patient presented with preoperative diagnosis of l4-5 and l5-s1 spinal stenosis with degenerative disk disease, facet arthropathy, and spondylolisthesis at l4-5. The patient underwent 1. L4-5 and l5-s1 laminectomy and diskectomy. 2. L4-5 and l5-s1 posterolateral spinal fusion. 3. Transforaminal lumbar interbody fusion l4-5 and l5-s1. 4. Globus caliber interbody fusion cages l4-5 and l5-s1. 5. Bilateral percutaneous pedicle screw fixation l4-5 and l5-s1 using globus revolve pedicle screw system. 6. Local autologous bone graft. 7. Rhbmp-2 and inqu bone graft extender. Per-op notes: the patient was taken to the operating room at trident hospital where the patient received preoperative IV antibiotics. Scds were placed on the lower extremities. After an adequate general endotracheal anesthetic was obtained, he had a foley catheter placed. He was then carefully positioned prone using a well-padded wilson frame. Care was taken in the positioning of all of his extremities. His abdomen was allowed to hang free in the frame. Preoperative x-ray was obtained. The lower back was then prepped and draped in a sterile manner. Angled curettes were used to help remove disk material from across the midline as well. This was done at both l4-s and also on the right side of the l5-s1. Laminar spreader was used to help distract the disk space. Partial facetectomy was performed on the right side. This allowed for trans foramina 1 approach on the right side to perform a diskectonry at l5-s1. Paddle distractors were used to help distract the disk space as well as the use of the laminar spreader. Thorough diskectomy was perfo rmed including removal of the cartilaginous endplates leaving the bony endplates intact. Disk spaces were thoroughly irrigated out. Hemostasis was maintained. Trial spacers were placed using the globus caliber system. The 8/12 mm cages were chosen for each level. A piece of rhbmp-2 soaked sponge was packed into the anterior aspect of the disk space. This was followed by placing local autologous bone, which had been obtained from the spinous processes and lamina. No complications were reported on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.